Manufacturer narrative:
UDI is unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when trying to download patient images from pacs, the site could see the patient, select the patient images to download, but then when they tried to download the cursor just spun for 10-15 minutes. The site rebooted the system without resolution. The image the site was trying to download had approximately 300 slices. Technical services requested they try to pull another patient. The site tried that with no success. The site stated they would burn a cd and transfer images that way. No patient was present.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.